Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the telescope and sheath were kinked, and the imaging window was partially detached near the lap joint section and an imaging core windup that began 13.5 cm from the distal end of the connector shaft. Microscope inspection also revealed the imaging core windup and the imaging window that was partially detached. Impedance test shows an electrical open at proximal end of the catheter between 150-160 cm from the distal housing. Media returned by the customer was inspected and showed the device hub, but do not show any evidence of the reported issue. Based on the evidence, the as reported code of image lost is confirmed.

Event description:
Reportable based on device analysis completed on 01 apr 2024. It was reported that visualization issues occurred. The 75% stenosed 28 x 2.5 mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but there was no image shown. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was partially detached near the lap joint section.